Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), product type catheter; product ID 8781, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported swelling was observed on (B)(6) 2015 in the patient's lower back/abdomen, so spinal fluid leakage from the catheter insertion region or drug leakage was suspected. A catheter contrast study was performed, but no drug leakage was observed. During the catheter contrast study on (B)(6) 2015, the healthcare professional (hcp) said that the swelling would subside soon and did not regard it as a major problem. At this stage, the patient had not recovered, so the hcp judged it to be a spinal fluid leak. A rotor test was also performed. The outcome of the event was reported as not recovered. The pump was used to deliver gabalon.

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) who indicated the dosing period of gabalon started (B)(6) 2012 and was continuing. The patient's underlying disease was multiple sclerosis. An adverse event cerebral spinal fluid (csf) leak occurred on (B)(6) 2015 and swelling was observed in the lumbar region. The outcome was in remission as of (B)(6) 2015. On (B)(6) 2015, the swelling had gone down and the physician therefore, considered that the patient was under remission. A rotor test was performed and there were no abnormalities. The event was not considered serious. There was no causal relationship between the event and the drug, pump, or programmer but unknown if related to the catheter or surgical procedure. Should additional information be received a supplemental report will be filed.